Event description:
On an unknown (remains unknown) date in (B)(6) 2010, this patient underwent endovascular treatment of a chronic type b aortic dissection using other manufacturer's stent graft. On (B)(6) 2016, the patient underwent a reintervention and a gore® excluder® aortic extender endoprosthesis(pla260300j/(B)(4))and a conformable gore® tag® thoracic endoprosthesis (tgu373715j/(B)(4)) were implanted to treat a distal type I endoleak of the other manufacturer's device. The patient tolerated the procedure. On august 5, 2020, the patient underwent an emergent reintervention. The first stentgraft (pla260300j/(B)(4)) was implanted 1.5 cm distally from the implanted aortic extender endoprosthesis in 2016, and the second stentgraft (tgmr373720j/(B)(4)) was relined from the distal side of the first stentgraft. (This event was captured in mpdcase-(B)(4)). On an unknown (remains unknown) date in january 2022, at the follow-up examination, stent graft-induced new entry (sine) was confirmed at the distal side of aortic extender endoprosthesis (pla260300j/(B)(4)). Also it was reported an inflammatory reaction. The plan was to perform additional tevar after treating the inflammatory reaction by antibiotic drug therapy. The cause of the inflammatory reaction was unknown. It was not reported as an aortic infection. On (B)(6) 2022, a reintervention was performed and an additional stent graft was implanted into the distal end. An additional stent graft was implanted just above the artery of adamkiewicz (aka) in order to preserve a blood flow and not cover aka. The procedure was completed after confirming decreased blood flow into the false lumen.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).